Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump twice alarmed no delivery during a bolus attempt. Customer's blood glucose was between 180 and 190 mg/dl at the time of incident. Customer indicated that the alarms were resolved by doing a set change. Customer did not want to troubleshoot the pump or the no delivery alarm and indicated that he would call back if any further issues. Customer requested a new reservoir and supplies and was advised that the device would be replaced and to return the product for analysis.